Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during a procedure the flexor ansel guiding sheath broke. Further information from the company representative reported the device appears to have a detached check flo valve. A section of the device did not remain inside the patient's body. No additional procedures or adverse effects were reported.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, trends, quality control and visual inspection of the returned device was conducted during the investigation. One used/damaged kcfw-7.0-18/38-45-rb-anl0-hc device was returned with the check-flo assembly separated from the sheath. The flare of sheath was found to be extremely distorted; the flare tubing appeared stretched and a section of the tubing had folded inward. Also, white distress marks were observed on the interior of the flare. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: ¿warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Withdraw the sheath and dilator as a unit. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, visual inspection of the returned device and the results of our investigation, it is feasible to suggest that the device had received force greater than its intended design. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.

Event description:
It was reported during an unknown procedure the flexor ansel guiding sheath broke. Further information from the company representative reported the device appears to have a detached check flo valve. A section of the device did not remain inside the patient's body. No additional procedures or adverse effects were reported.